Event description:
It was reported to sunrise medical on (B)(6) 2013, that the folding backrest brackets on a q7 broke. The dealer reported that the end user was in his kitchen when he felt the backrest give. The end user reported no fall or injury to the dealer. This was reported to sunrise medical (us) llc by our affiliate in castel hills, (B)(6).

Manufacturer narrative:
The wheelchair involved in this incident owned by an end user in (B)(6). Because of this, the parts that are alleged to have malfunctioned will not be returned to sunrise medical (us) llc. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.